Event description:
The recipient reportedly experiencing decreased performance. A review of the recipient¿s test data indicated impedance issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics.

Manufacturer narrative:
Additional information: section d.9 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics consider the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top and covers, as well as the electrode in the long tubing. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken wire in the electrode in the long tubing. This is believed to have occurred during revision surgery. In additional, there was a broken electrode within the electrode pocket. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.